Event description:
It was reported the device exhibited an attach cassette error. No patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal, scratched lcd lens, and a damaged uso seal. There was no evidence to review it the device's event history log. Functional testing was performed. Upon review, the reported problem was confirmed and duplicated. It was determined that the damaged dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.